Manufacturer narrative:
The event of high impedance was reported to abbott. Patient reports having multiple falls since implant & loss of therapeutic effect. Neurosurgeon also inspected ipg pocket site and found the neurostimulator to be excessively moving causing discomfort for the patient. Patient reports changes in weight over past year due to health conditions. The patient underwent a system explant and replacement. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-06395. It was reported that one of the patient's leads had high impedance on every contact and the patient was experiencing pain at the site of the ipg due to the ipg moving in the pocket. The patient noted having multiple falls and a change in weight over past year due to unrelated health conditions. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000116962.

Event description:
Additional information as received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.